Event description:
It was reported that when opened the guidewire packaging, after lubricating with sterile water, one guidewire was found to have a layer peeling off the body. After opening a new package of guidewire, the guidewire body had burrs; opening another new package of guidewire, the guidewire body had burrs and layer peeling. After opening another new package of guidewire, the guidewire had no abnormalities, and the surgery proceeded smoothly without any impact.

Manufacturer narrative:
The complete initial reporter's facility name is (B)(6) university. The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.